Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit displaying alarming gas loss. There was no patient injury or harm reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit displaying alarming gas loss. There was no patient injury or harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) customer claims unit has "gas loss" alarm. I could not duplicate the fault, "gas loss" alarms. Performed full checkout including all functional and safety tests as per manufacturer specifications, found no leaks. Returning unit to customer.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit displaying alarming gas loss.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a